Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels (value not provided), shaking, and a seizure. Reportedly, the customer required assistance from parent and partner to treat bg level via glucagon and consumption of carbohydrates. Pump data review by tandem clinical support confirmed the pump was functioning as intended.